Event description:
It was reported that during a breast biopsy procedure, the tip of the plastic introducer catheter sheared at the level of the biopsy site/ cavity. There has been on removal of the introducer from the pt at this time.